Event description:
It was reported that the patient's insertable cardiac monitor (icm) failed to be interrogated via bluetooth telemetry. Additionally, the icm failed to produce a magnet response. The icm was explanted and replaced. The patient was discharged without noted complications.

Event description:
New information received notes that the patient's insertable cardiac monitor exhibited premature battery depletion. The icm was explanted and replaced. The patient was discharged without noted complications.

Manufacturer narrative:
The reported event of premature discharge of battery, no bluetooth telemetry and no magnet response was confirmed. Final analysis found battery depletion was premature. Hybrid current was monitored, and high current drain was noted. Telemetry was unable to be established as a result. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.